Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during use in the patient's room, the user found a solution leak from the catheter. As a result, the catheter was removed but not replaced. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a solution leak from the catheter could not be confirmed. One syringe and a 2-lumen, 7 fr x 20 cm catheter/injection cap assembly were returned. The catheter showed evidence of use but no defects or anomalies were observed during visual examination and under microscopic evaluation. The catheter assembly was leak tested. With the opposite end of each lumen occluded, water was injected into each extension line. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.